Manufacturer narrative:
H3: analysis # (B)(4): part # 875-782; lot # m04k0064 visual inspection confirmed the m3 nut that holds the dual pivot inserter together has broken and missing. The damage to the instrument is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for anterior cervical discectomy and fusion (acdf). It was reported that an inserter was being processed and the screw holding the inserter together fell out. The issue was noticed pre -operatively during case setup and it was reported that the instrument broke. There was no patient involved. Additional information was received that the screw connecting the two parts of the inserter have fallen out, and thus the inserter was unusable.